Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the harmonic ace instrument was used for a surgical task and was observed to have a damaged/broken tip. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing was observed out of the ordinary. There was no observed intraoperative collision or misuse involving the instrument. The tip was not completely broken off/detached. There was no patient injury. A photo was provided for isi review. Patient demographics were requested but not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. A piece of the teflon pad was broken at the distal end of the pad. The missing material was not returned with the instrument. Additional observation(s) related to customer reported complaint: the instrument was found with blade damage at the tip of the blade. The curved blade was found indented. There were not any signs of corrosion that would have contributed to the blade damage. Components adjacent to the blade damage showed damage which may indicate potential damage during use. The complaint was confirmed by failure analysis. A review of the provided image was performed by an isi failure analysis engineer (fae). The image was blurry when fae zoomed in, but the teflon pad appeared to be damaged at the tip.